Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication/pain and thrombosis/occlusion leading to intervention is listed in the biomimics 3d instructions for use and are known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. This event is being reported late and the root cause for this is currently being investigated.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. The subject was implanted with one biomimics 3d (bm3d) stent (7.0 x 150mm) to treat a restenotic lesion of the sfa ostial to distal popliteal artery in the right leg. A contralateral approach was used and pre- and post-dilatation was conducted with percutaneous transluminal angioplasty (pta) and the lesion was prepared using atherectomy. A thrombectomy was also conducted pre-bm3d stent placement. On the (B)(6) 2021, an event of thrombosis of treated segment was identified by the site. It was reported as not serious but "possibly related" to the device and "definitely related" to the procedure. It was also reported as target lesion related. Updated information received on 22-jun-22 reported that a percutaneous intervention had occurred as the patient had recurrent right lower extremity rest pain and was treated with atherectomy, thrombectomy, balloon angioplasty, drug-coated balloon angioplasty, and placement of a 6x100 non biomimics stent. The device remains implanted. The patient outcome is reported as "resolved/recovered".

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion leading to intervention and claudication/ leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one 7.0 x 150mm biomimics 3d stent (bm3d) to treat a denovo lesion of the superficial femoral artery (sfa) ostial to distal popliteal artery in the right leg. A contralateral approach was used and the lesion was prepared using atherectomy and pre-dilation with percutaneous transluminal angioplasty (pta). A thrombectomy was also conducted pre-bm3d stent placement. The treated segment was post-dilated with pta. On the (B)(6) 2021, an event of occlusion was identified by the site. It was reported as not serious but "possibly related" to the device and "definitely related" to the procedure. It was also reported as target lesion related. The patient had recurrent right lower extremity rest pain which required percutaneous intervention. On (B)(6) 2021, the sfa distal third to the anterior tibial proximal third was treated with a 6.0 x 100 mm non bm3d stent, cutting balloon, drug coated/eluting balloon (dcb/deb), pta/standard balloon angioplasty, laser/atherectomy and thrombectomy. It was reported as a target lesion/vessel revascularisation (tlr/tvr). The device remains implanted. The patient outcome was reported as "resolved/recovered".

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one 7.0 x 150mm biomimics 3d stent (bm3d) to treat a denovo lesion of the superficial femoral artery (sfa) ostial to distal popliteal artery in the right leg. A contralateral approach was used and the lesion was prepared using atherectomy and pre-dilation with percutaneous transluminal angioplasty (pta). A thrombectomy was also conducted pre-bm3d stent placement. The treated segment was post-dilated with pta. On the (B)(6) 21, an event of occlusion was identified by the site. It was reported as not serious but "possibly related" to the device and "definitely related" to the procedure. It was also reported as target lesion related. The patient had recurrent right lower extremity rest pain which required percutaneous intervention treated with atherectomy, balloon angioplasty, drug-coated balloon angioplasty, and placement of a 6.0 x100 mm non bm3d stent. On (B)(6) 21, the sfa distal third to the anterior tibial proximal third was treated with a 6.0 x 100 mm non bm3d stent, cutting balloon, drug coated/eluting balloon (dcb/deb), pta/standard balloon angioplasty, laser/atherectomy and thrombectomy. The thrombectomy was not conducted on the target lesion. The intervention was reported as a target lesion/vessel revascularisation (tlr/tvr). The device remains implanted. The patient outcome was reported as "resolved/recovered". Veryan received updated information on this event on 25-jan-24.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion leading to intervention and claudication/ leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.